Event description:
The customer alleged that the device became inoperative with a kb0024 error code. There was no pt harm or change in therapy as a result of the malfunction. The mallinckrodt customer support engineer (cse) inspected the device, verified the malfunction and replaced the air psol valve. The unit then passed extended self testing.